Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient experienced some reoccurrence of incontinence in 2010. The patient also underwent a hysterectomy shortly after the device was implanted. All other information is unknown and unavailable.